Event description:
The customer reported his blood glucose reached above 250 mg/dl (exact bg not reported) less than 24 hours after the pod was activated. The adhesive was wet and he could smell insulin. Upon removal he noticed the cannula had been pulled out of the infusion site.

Manufacturer narrative:
The product was not returned for evaluation. The user reported a dislodged cannula. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. No product lot number was reported therefore no qualification records were reviewed.